Event description:
Customer called to report damage to the insulin pump. Customer reported that there is a crack in the bottom right hand corner of the screen. Customer's blood glucose reading was 128 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.